Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation it was reported the product had no demarcations to indicate dosing. To aid in the investigation, one prefilled sample in a sealed packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel label is missing. No other defects or imperfections were observed. This defect could occur if there was a ja during the syringe barrel labeling process. A device history record review was completed for provided material number 306424, lot 329951n. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel processes were performed. The settings were correct, and the flow of product was good. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #: 306424 batch #: 329951n it was reported by customer that the product had no demarcations to indicate dosing. Verbatim: rcc received a complaint via email. Email(s) attached. U.s. Food & drug administration] heparin 100 unit/ml in sealed packaging had no demarcations to indicate dosing.

Event description:
Material #: 306424, batch #: 329951n. It was reported by customer that the product had no demarcations to indicate dosing. Verbatim: rcc received a complaint via email. Email(s) attached. U.s. Food & drug administration] heparin 100 unit/ml in sealed packaging had no demarcations to indicate dosing.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.